Event description:
Adverse event: death. Onset of adverse event: approximately two months after the procedure. Device issue: none. It was reported via trial that on (B)(6)2010, the pt underwent direct stenting in the proximal left anterior descending artery with one xience v stent and direct stenting in the left distal circumflex artery with one xience v stent. On (B)(6)2010, the pt presented with chest pain. On (B)(6)2010, the pt had a diagnostic angiogram and was found to have in-stent restenosis of four non-abbott stents in the non-target vessel that was revascularized with percutaneous coronary intervention (pci). The angiogram also found that the two xience stents were patent. The pt was discharged home on (B)(6)2010. The pt died on (B)(6)2010 of an unk cause. There was no additional information as the pt did not seek treatment at the study site after being discharged on (B)(6)2010.

Manufacturer narrative:
(B)(6): direct stenting - (B)(6). The stent remained in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.